Manufacturer narrative:
The subject device was returned to olympus for investigation. The investigation revealed that the image flickered and distorted when it was connected to a video processor and light source. There was evidence of fluid invasion and corrosion inside the electrical connector, which was subsequently determined to have damaged the charge coupler device. The device passed a water leak test. The cause of the user's experience was isolated to fluid invasion, likely as a result of failure to secure or appropriately attach the protetor cap during reprocessing and water leak test. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy procedure the video image was lost. The physician attempted to recover the image by manipulating a variety of controls, and also performed a removal and reinsertion of the endoscope, without success. The procedure was completed with a different, but similar device. There was no pt injury reported, and clinicians at the facility reported that fluid invasion was suspected in the subject device.